Event description:
While still in the hospital on day 5 post vad implantation, the patient was moving from the bed to chair and had an electrical fault alarm and high watts alarm. The patient continued to have intermittent self-limiting electrical fault and high watts alarm ranging from 2-25 minutes per the nurse report. The patient was stable throughout the alarm episodes. Preliminary log files and waveform analysis confirmed electrical faults. The site was instructed by the manufacturer on proper management of patient with recurrent electrical faults. A manufacturer's representative was on site (B)(6) 2015 and performed a driveline connector cleaning procedure per manufacture's procedure. No prep was required for the procedure. Two rounds of cleaning were performed with pump stop. It was indicated that the action solved the problem with verification of the repair action and there was no adverse physical effect on the patient. This MFR report is one of two related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. This is one of two reports (3007042319-2015-00628 and 662) submitted for devices related to the same patient. Devices remain implanted.